Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: the slippage of the received unit could not be duplicated when the clamp was put under pressure. The 80 pound torque knob tested good under pressure and the ratchet extension arm had no visible cracks. The lock needed to be tightened and had a little rotational movement, but this would not have caused the slippage. Large starburst teeth showed some wear but it was still functional and this would not have caused the slippage. The rocker arm passed the go nogo gage. All other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
(B)(4) / clamp slipped. Not known if patient injured. Additional clinical information has been requested; however, no further information has been provided.